Event description:
During the coil embolization procedure for an unknown vessel (peripheral or intracranial), while advancing a presidio system (pc4181647-30/lot unknown) in a prowler select plus microcatheter (606-s255x/15963474), there was severe resistance around the middle section of the microcatheter. Therefore, both the presidio and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using a new microcatheter of different lot (606-s255x, lot unknown) and same coil. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No information regarding the aneurysm/vessel or patient were provided, and no additional information is available. Please provide the following information:

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure for an unknown vessel (peripheral or intracranial), while advancing a presidio system (pc4181647-30/lot unknown) in a prowler select plus microcatheter (606-s255x/15963474), there was severe resistance around the middle section of the microcatheter. Therefore, both the presidio and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using a new microcatheter of different lot (606-s255x, lot unknown) and same coil. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No information regarding the aneurysm/vessel or patient was provided, and no additional information is available. A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, and the DHR for the unit indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.